Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, upon removal of the device from the patient, the shaft broke. There were no patient complications nor injuries reported. It was further reported that the shaft broke in the middle and the broken part was just pulled out without problem. The procedure was completed using a different stent. The patient was fine.

Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, upon removal of the device from the patient, the shaft broke. There were no patient complications nor injuries reported.